Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the pd catheter, specified as ¿fell off¿. The following day the patient was diagnosed with peritonitis which was manifested by cloudy effluent. The same day the transfer set was changed, and the patient began treatment with intraperitoneal (ip) vancomycin (2mg, discontinued the same day) and ip cefazolin (2mg, daily for 4 days). It was not reported if the patient was hospitalized for the event. The patient was recovered from the peritonitis event. Dianeal 2.5% therapy was ongoing. No additional information is available.